Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. The customer will continue to use the existing pump for insulin therapy, and a replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.